Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. Although it was reported that no sutures were attached when the plunger was removed (suture retrieval issue), the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. The suture retrieval issue was confirmed as a cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.